Manufacturer narrative:
Upon further review of this event it was found that based on the analysis of the returned sample, there is an indication of a product malfunction or product quality deficiency. Considering this conclusion, an investigation was initiated to further evaluate this event. The complaint was confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient involvement reported. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the lens case of an intraocular lens (iol), the surgeon observed, under the microscope, a small white thin substance (about 0.5mm size) on the edge part of the optic. Reportedly, the lens was not used. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/03/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual examination revealed three small pieces of white particle debris on the optic surface. A photograph which accompanied the sample clearly identified the location and material of interest. The debris was removed and an ftir(fourier transform infared) spectrum was obtained of each particle. The white particle debris on the iol surface is consistent with polycarbonate. Polycarbonate is used as packaging material. The lens case is made out of polycarbonate. Investigation of the return sample shows the lens case is damaged. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.